Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. The root cause cannot be identified at this time. (B)(4).

Event description:
A consumer reported that the intraocular lens (iol) that was implanted in her right eye last year did not provide an image as it was said to be. When the physician presented the iol, the patient was told that it would be a close immaculate near and far vision, but the consumer reported that this was not the case; only the near vision was normal, the far vision was "calycate". The doctor informed the consumer that it would be "okay" after some time. However, after 5 months, there was no improvement, and the laser application was performed again. Far and near vision were averaged; the vision is moderate. The consumer also reported that her eye is currently "waned"; she stated that the overall look of her eyes was "getting smaller" when she woke up in the morning and tried to open her eyelid. Additional information was received from the consumer's healthcare professional in a completed questionnaire. After the consumer's refraction was corrected with photorefractive keratectomy (prk), the patient was emmetropic in her binocular vision (both near and distant) on (B)(6) 2016. The doctor does not plan further intervention.